Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: did the device deliver any staples? No. Did the device cut? No. Was there any difficulty opening the device? No. Is the current patient status known? Since the cartridge cannot be used, there is no problem with the patient's condition. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) There was no problem as it was not used.

Event description:
It was reported that during a sleeve gastrectomy, the staples didn't work during firing. The process was continued by replacing it with a new one.